Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trigger did not return to the original position after the firing. The surgeon pulled the trigger from the handle and the jaws were opened. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 04/04/2012. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1st . What vessel or structure was the device fired on at the time of the event? Around the cholecyst. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. Did the surgeon try to pull the trigger from the handle? Yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Pulling triggers apart. Was there any tissue damage? No. If so, how was it repaired? Na.